Event description:
It is reported that a customer has a broken piece that came off under the battery cap of their insulin pump. The patients blood glucose was at 133 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, a cracked display window and a cracked case near display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.